Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the mic-key jejunal feeding tube port was feeding into the patient's stomach. Because of the patient's condition, this could cause to patient to become very sick. No further information has been provided at this time.

Manufacturer narrative:
One used device was received for evaluation. The feed pathway of the sample was visually inspected. At the forth gastric skive, a breach of the inner septum was observed. This would allow the jejunal feeding to enter the gastric feed lumen and exit the gastric skives. A small cut or tear was also noted at the distal end of the forth skive. The manufacturing process was reviewed, and nothing was found that could cause this type of damaged to the device. No root cause could be identified. The device history record for (B)(4) was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Per additional information received, the hospital alleges the mic key was placed correctly, however when contrast was injected under xray via the jejunal port, it showed that the contrast was going into the stomach, even though the tip of the tube was in the jejunum.